Manufacturer narrative:
Report date: 23jun2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit does not respond. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The fse could not find any issues with the unit operation. Unit passed required performance verification tests per philips standards.